Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report:3006705815-2018-00312. It was reported x-rays were taken and confirmed lead migration. Reprogramming was able to provide some effective stimulation. Surgical intervention may be pending to address this issue.

Event description:
Device #2 of 2: reference MFR. Report:3006705815-2018-00312. Follow up information identified the patient underwent surgical intervention on 22 february 2018 where the leads were revised. The patient is receiving effective stimulation postoperatively.